Event description:
Caller reported that the pump's battery was depleting too quickly but did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to put the pump into storage mode before returning it, and tandem technical support confirmed that the pump would be replaced. Additionally, customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery until the replacement was received.